Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient's stimulation was just turned on this past friday, (B)(6) 2016, and was having to recharge every 12-16 hours. This was noticed over the weekend after stimulation was turned on (B)(6) 2016. It was taking 12 hours and when the patient lowered the settings it then took 16 hours. They were charging too frequently. The patient charged their implantable neurostimulator (ins) to 100% full. It took 4.5-5 hours to recharge and it was usually empty when they started to charge. The manufacturer representative told the patient that they would need to recharge every 4-7 days. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.